Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel® dxc 600 pro synchron® clinical systems for multiple patients.the erroneous results were reported outside of the lab.customer reran the samples and obtained higher results. The reports of eight patients were amended.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is calibrated every 24 hours and qc samples are routinely run every 12 hours. Prior to this event, na qc results were within the lab's established ranges.a field service engineer (fse) replaced multiple parts, cleaned the ca and cl electrode ports and inspected the eic.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.